Manufacturer narrative:
Insulin pump received with blank display due to broken solder joint of connector on interface board. Unable to verify failed battery test alarm, low battery alarm due to blank display. Insulin pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was 106 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.